Event description:
It was reported during in clinic follow up that the left ventricular lead displayed a failure to capture. Fluoroscopy was performed and revealed the lv lead had dislodged. This lead was explanted and replaced without complication. There were no patient consequences.